Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was not able to duplicate the reported blank touch screen. The investigation found that the unit had been partially disassembled and was received missing the back inverter. The unit functioned normally when the missing components were replaced.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customers reported while using the avea ventilator, the user interface module (uim) is flashing and intermittently goes blank. The customer stated there was no patent involvement associated with this event.